Event description:
Cormet revision after 5 years due to severe pain and dislocation.

Manufacturer narrative:
(B)(4) initial report: device details, patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed.